Manufacturer narrative:
Date of event - procedure carried out sometime in (B)(6) 2015 (no exact date given). Device discarded by hospital. (B)(4). Method code: no testing or review could be carried out an no device details or device returned. Result code: no results at this time as no evaluation could be performed conclusion code: device discarded by user therefore no investigation possible. Unable to confirm complaint - no images of event or device returned therefore unable to confirm complaint. Conclusion not yet available , evaluation in process - no conclusion available however vascutek is attempting to gather further information on this event and will report finding in next follow up / final report. Discarded by hospital.

Event description:
Vascutek was informed of this event as follows; during implant procedure blood leaked from all of body. Graft was explanted and replaced with competitors device.

Manufacturer narrative:
Conclusion - unable to confirm complaint. Vascutek has been unable to retrieve any further information on this event. No CT scans or images of complaint graft have been received and no graft was returned for investigation therefore vascutek could not investigate further or determine root cause of event. Vascutek performed a 5 year review of similar incidents reported. (B)(4). The review also showed no adverse trends. Vascutek now considers this complaint closed however the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time.

Event description:
This report is being submitted as a follow up / final report for MFR# 9612515-2016-00021 to provide additional information regarding the event and vascutek's investigation.